Event description:
It was reported multiple cartridge alarm 30s occurred during insulin delivery. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering a correction bolus with no third party intervention required. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of new replacement pump.